Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a current fill estimate of 60 units compared to an expected 240 units. There was no adverse impact to the customer¿s blood glucose level. Technical support educated caller on the pump¿s fill display and instructed to disconnect and deliver a 10.2 unit bolus to adjust the estimate. After reloading the cartridge, the discrepancy was resolved.